Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 290 mg/dl at the time of incident. The customer was assisted with self test and result with hardware low level failure alarm. Troubleshooting was performed for pump error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received device error during self test due to corroded electronic assemblies. No insulin pump error alarms noted during testing. Hardware low level failures confirmed in device history with variable due to broken trace at pin 1 on u1 keypad assembly.